Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited no capture, and replacement procedure was scheduled. During the revision procedure, the ra lead was dis-connected and re-connected to the implantable pulse generator (ipg) and there was no atrial spike seen. Several attempts were made to connect and re-connect the atrial lead and place the ipg in the patient pocket, still no atrial capture. The ipg was removed and replaced with a different device, and everything worked properly. The ra lead remains in use. No patient complications have been reported as a result of this event.